Event description:
It was reported that the rotation speed was unstable. A 2.00mm rotapro was selected for percutaneous coronary intervention. During the procedure, the speed was unstable as it increases and decreases. The procedure was completed with another of the same device. No complications were reported.